Event description:
It was reported that oversensing of noise was observed. Bipolar atrial lead impedance was 662 ohms, but unipolar atrial impedance was 283 ohms. The patient was not pacemaker dependent and reported no symptoms. Monitoring will continue.